Event description:
It was reported that the right atrial lead exhibited a high threshold, high lead impedance, noise and clavicular crush damage. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found an insulation abrasion exposing the outer coil at 46.4 cm to 46.6 cm from the connector pin. The abrasion was consistent with constant friction with another implantable device. The inner coil was fractured at 18.0 cm from the connector pin. The fractured inner coil likely caused the reported high threshold and high impedance anomalies. Exposure of the outer coil in the abrasion region most likely contributed to the reported noise anomaly.